Event description:
It was reported by service report that the cot collapsed from highest height to middle level. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: latch pins slow to pop out.